Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported from (B)(6) that a silent nite 3d one piece appliance experienced a lower right distal anchor fracturing off. No additional information was provided regarding the circumstances surrounding the event.